Event description:
It was reported that shaft break occurred. A 3.50mm x 20mm nc emerge balloon catheter was advanced for dilation. However, during the procedure, the hypotube snapped while being inserted into the guide. The device was removed from the guide in two pieces. The procedure was completed with another of same device. No patient complications were reported.